Event description:
A vague report was received that the pump delivered a solution in 20 minutes instead of one hr. The infusion rate or the amount of solution was not reported. No pt injury was reported. No add'l info was able to be received.